Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tactile awl instrument was deformed, this was confirmed during inspection. There was no patient involvement. The tip of the instrument was deformed. It was confirmed how the instrument got damaged from when the user was drilling, force was applied and the tip was bent.

Manufacturer narrative:
H3) the device was returned for analysis. The returned tactile awl is severely bent at the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.